Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure when the farawave catheter was inserted into the sheath air was noted. Multiple attempts were made to re-insert the dilator, but the issue persisted. It was also mentioned that the sheath had a valve leak. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. It was further reported that no damage was noted to the catheter or the sheath. Rate controlled bags were used to irrigate with a flow rate of 1-2 ml per min. During insertion excessive bubbles were noted in syringe. No fluid or blood leak was noted. No air was noted in the patient. It was mentioned attempt was made to introduce the farawave into the sheath three separate times to ensure a good seal around the catheter by the valve. Air was aspirated each time. Once the catheter was removed from the valve and nothing was in the sheath, no air was aspirated. Air was only aspirated when the farawave catheter was inserted.